Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported event. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "touchscreen inoperable" (no display or display failure); "cannot turn power off from standby switch" (failure to shut off). A biomedical engineer reported the touchscreen was inoperable and system would not power off using the standby switch. Additional information was requested. Additional information was received: a nurse reported the issue occurred at the end of a case. They attempted to eject the cassette and the system locked. The customer then tried to reboot the system, but was unable to power the system off using the standby switch. The last case was canceled and had to be done at the hospital as it was an emergent case. The patient had not yet been blocked. There was no patient injury reported.